Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010, a cardiovascular event on or about (B)(6) 2010 and subsequently expired on about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving three separate products; associated mdrs # 1225714-2014-05356, 1225714-2014-05357, 1225714-2014-05358, 1225714-2014-05359, 1225714-2014-05360, 1225714-2014-05361, 2937457-2014-01344, 2937457-2014-01345, and 2937457-2014-01346.